Event description:
Boston scientific received information that during an explant procedure, it was found that this atrial lead was set in the device header. The physician attempted to use mineral oil, a wrench kit, the bi-directional torque wrench at a 45 degree angle turning counter clockwise but was not able to loosen the lead. The then used a bone cutter and cut the header to remove the lead. The lead appeared to be intact with minimal damge although the terminal pin appeared loose. The physician elected to reuse the lead with the new device.

Manufacturer narrative:
The lead remains in use and was not returned for analysis. The clinical observations cannot be confirmed at this time.